Event description:
It was reported that the air supply was not reaching the dermatome hand unit. The air was being expelled through the hose connections. Staff tried different hoses and kept getting the same issue. It appeared to staff that there was a blockage at the handpiece forcing the air back down the hose in order for it to escape. The issue occurred during surgery. There was a 0-15 minute delay in order to prepare an alternate device. There was no patient harm. The device problem did not cause any impact/damage to the graft harvest. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h4; h6 the event is confirmed. Review of the most recent repair record determined the device had no air supply; the motor failed. The motor, swivel, lever, eccentric shaft, carrier, spacer, and various gears/bearings were replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.